Event description:
The handgun appears normal saline cannot spout out. The event timing is during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon inspection, the yellow/brown markings found on the mounts indicate charring/melting.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned device confirmed the suction was not working and the motor made a high pitched noise. Visual examination of the interior of the hand piece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. There were yellow/brown marks found on the corners of the motor mounts. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.